Event description:
During a follow-up, the pt complained that the pacing rate didn't increase enough when he was exercising. In the meantime, the mean heart rate curve, tracking the daily average heart rate rhythm since the last pt data memory reset, appeared to be too flat for the physician.

Manufacturer narrative:
On (B)(6)2010 - this event concerns a device that was mfg and used outside the united states. Analysis is pending.